Manufacturer narrative:
This is an initial final report. This issue does not meet reportability criteria, however it is being reported to FDA as the complaint was received via user report. If the product is returned, a physical investigation will be performed and a follow-up report submitted after all investigation activities are complete. Customer reported 2 sensors (serial numbers unknown), both sensor issues have been captured under this submission. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch report in which it was reported that one adc freestyle libre sensor failed (reason unspecified) and another adc freestyle libre sensor provided low readings. Details of the user report are as follows: "incorrect blood sugar reading: took his blood sugar at 5:40 am this morning and freestyle libre sensor cgm said it was 40 so he ate. He then took his blood sugar again at 10:18 am the cgm said his blood sugar was 65 but he did not feel like his blood sugar was low. He has a standard finger stik blood glucose system and he used that at 10:08 am and I said his blood sugar was 195. This is his second sensor within two weeks to fail for different reasons". There was no report of self-treatment or third-party treatment. Based on the information provided, there was no report of serious injury associated with this event.